Event description:
Customer reported that the device would not operate on battery power. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on battery or ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly at the failure analysis center and determined the root cause for the reported failure to be electrically leaky filters, designator fl4 and fl10, from the power supply module due to solder flux residue on the power pcb.